Event description:
It was reported that in cardiosave intra aortic balloon pump the monitor has cracked screen from neglect, there was no patient injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes , investigation conclusion), h11. A getinge field service engineer was dispatched to evaluate the unit and found that the top assembly of monitor physically damaged by the hospital staff. Fse replaced the monitor and downloaded software. The product is in good condition and fully functional.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data : h6 (health effect ¿ impact codes).

Event description:
N/a.